Event description:
It was reported that an implantable cardiac monitor (icm) exhibited triple counting. The device remains in use. No patient complications have been reported as a result of this event.